Manufacturer narrative:
The device was returned and is undergoing laboratory analysis. This report will be updated when analysis is completed. Patient code 3191 captures the reportable event of surgery, performed to explant and replace the device. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted a crack in the bottom of the device case. The seal plug was intact and the setscrew operated normally. X-ray inspection did not reveal any irregularities. It was confirmed that the device had no telemetry, as observed clinically. The device case was removed and internal visual inspection found electrical overstress damage in the header. The crack noted on the exterior of the case was visible internally as well. Body fluid contamination was noted at the crack. Battery voltage was 0.266v. An external power source was attached but the device would not resume operation. Analysis found that the reported clinical observations were caused by body fluid contamination within the device which entered through the crack. The crack may have been caused by the reported fall.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) device experienced a fall in september 2019. At a device check in november, the device was not able to be interrogated. X-rays were performed and it was found that the device had migrated. The next day the device was explanted and replaced. The field representative at the procedure confirmed the device was still not able to be interrogated and did not produce tones when a magnet was applied. Premature battery depletion was suspected. The explanted device was received for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The device was returned and is undergoing laboratory analysis. This report will be updated when analysis is completed. (B)(4).

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) device experienced a fall in (B)(6) 2019. At a device check in (B)(6), the device was not able to be interrogated. X-rays were performed and it was found that the device had migrated. The next day the device was explanted and replaced. The field representative at the procedure confirmed the device was still not able to be interrogated and did not produce tones when a magnet was applied. Premature battery depletion was suspected. The explanted device was received for analysis. No adverse patient effects were reported.